Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4: information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, a likely cause of the reported carbon dioxide consumption occurred due to insufficient sealing of the trocar in the hospital. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing leakage during gal bladder procedure. According to the initial reporter, the carbon dioxide gas supply was not as expected, the consumption was too high. Reportedly, the one-hour procedure consumed 230-280 liters of carbon dioxide. The initial reporter did confirm hat the procedure was completed using the subject device and there was no patient harm.

Manufacturer narrative:
The subject device was not returned. However, an olympus field service engineer (fse) was dispatched to the facility to evaluate the subject device. The fse spent two days on-site and could not confirm the reported event. Fse suspected that the reported carbon dioxide consumption was a result of an inadequate sealing of the hospital¿s trocar. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.